Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent elongation and plaque prolapse occurred. A promus premier¿ drug-eluting stent was deployed to treat the lesion; however, stent elongation and plaque prolapse were noted. No further patient complications were reported.